Event description:
It was reported that the patient had a fall and and the lead is suspected as fractured. The thresholds had been rising and the impedances are now also increasing. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.